Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation and the reported deflation issue could not be confirmed because the balloon was separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mildly tortuous, heavily calcified, 100% stenosed proximal right coronary artery. After inflating the 3.5x15 mm tenku balloon for 5 inflations at 12-15 atmospheres, after the last inflation the balloon was unable to be deflated. The balloon was pulled back into the aorta and an attempt was made to retract the balloon into the guiding catheter, which proved difficult as the balloon was still fully inflated; however, after several attempts, the balloon catheter was able to be pulled into the guiding catheter. After retraction, it was confirmed that the balloon had separated from the tip of the device and upon investigation was found located in the y-connector. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, ultimate, wizard3, conpro. Guide cath: brite tip 8f al1.0sh. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.